Manufacturer narrative:
A ge service representative performed an on site investigation. There was an excessive amount of images being stored, unused images were deleted. A calibration and verification was performed. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the itrak 3500l system locked up after loading patient images. The itrak 3500l system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.